Event description:
An american medical system (ams) penile prosthesis was removed intact due to a malfunction. The lot number was unknown. Clinical engineering has called the ams sales rep to return device to manufacturer for analysis. Sales rep has said he would come by to pick it up, but has not yet.